Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was further reported that the device was explanted.

Event description:
It was reported that the patient received a total of 43 inappropriate shocks due to atrial fibrillation, resulting in rapid ventricular response. The wavelet withheld therapy at times. The plan is to leave detections on and turn therapies off. The device remains in use. No patient complications have been reported as a result of this event.